Event description:
A customer reported white particles were removed from several pt's eyes during surgery. The doctor suspects foam from the knife packaging could be the cause as the foam sticks to the knife. There was no harm reported. Additional info has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the white particles experienced by the customer could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as white particles, are removed from the lot and scrapped. (B)(4).